Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the constrained liner locking ring disassociated from the liner. It was also reported that the constrained liner that was removed showed some wear from impingement. Doi: unknown; dor: (B)(6) 2018; unknown side.

Manufacturer narrative:
Additional narrative: (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.